Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor connection was repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system monitor was blank at boot up. No pt injury was reported.